Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure while performing a sphincterotomy, the distal end of the cut wire broke. The wire did not come apart from the device, and did not fall off inside the patient. The procedure was completed with another hydratome rx sphincterotome . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination revealed that the working length was twisted and the exposed cut wire was broken near the proximal pierce hole. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. During analysis, the retracted cutting wire was pushed out of the extrusion through the proximal pierce hole. The cutting wire was slightly discolored and appeared burnt/blackened. The od of the exposed cut wire measured and meets the specification. The condition of the returned unit was consistent with the complaint incident that the cutting wire broke. The broken sections of the cut wire remained attached to the device. During manufacturing, tome devices are 100% inspected for working length and cut wire integrity so the wire likely snapped due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure while performing a sphincterotomy, the distal end of the cut wire broke. The wire did not come apart from the device, and did not fall off inside the patient. The procedure was completed with another hydratome rx sphincterotome . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.